Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had issues disconnecting the transfer set from the patient line during peritoneal dialysis therapy. The issue was further described as the patient end of the transfer appeared as though the threads were disconnecting which caused the patient issues during disconnection (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.